Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. It was returned at position 2 with the stent partially deployed. Retraction measurements indicated that the device was difficult to retract and did not meet specification. A functional inspection was performed by unlocking catheter lock to the right, then the control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then advanced from the second to the fourth position, and deployment was achieved, though slow expansion issues were noted. After some time, the stent completed its full expansion. Stent partially deployed issue is noted within the product labeling as a possible adverse event associated with the use of the device. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open. The stent was removed from the patient partially covered. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open. The stent was removed from the patient partially covered. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open. The stent was removed from the patient partially covered. The procedure was completed by replacing and using a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.